Manufacturer narrative:
Implant date should be blank (device was not implanted). Evaluation of device: the pla230300j was returned to gore for evaluation. Engineering investigated and the device evaluation showed the following: the polyimide guidewire was exposed and bent at the trailing olive. The findings from the evaluation are consistent with the physician¿s observations. The root cause for difficulty advancing the catheter and for the broken leading of the catheter could not be determined with the currently available information.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. The device is undergoing an evaluation but has not yet been completed. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A trunk ipsilateral leg and contralateral leg components were deployed successfully. While a delivery catheter of an aortic extender component (pla230300j/14112687) was being inserted through an introducer sheath, strong resistance was met and the delivery catheter could not advance. The delivery catheter was removed from the patient, and it was reported the catheter was broken (fragmented) around a device-mounted area. Another delivery catheter was used and the procedure was continued. Resistance was not met during the advancement of the new delivery catheter, and an aortic extender component was implanted without issue. The patient tolerated the procedure.

Manufacturer narrative:
The excluder instructions for use (IFU) clearly states: do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur.